Manufacturer narrative:
Concomtiant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_ptm_prog, product type: programmer, patient. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
The consumer reported that she had a sudden loss of therapy. The patient was implanted on (B)(6) 2015 and felt stimulation at first. She lost stimulation on the afternoon of (B)(6) 2015 and was frustrated about it. The patient was going to contact her doctor about getting the device taken out. She did not feel stimulation. The patient also had poor communication with her device and saw the poor communication screen.